Event description:
It was reported that the screw broke post-operatively. At the one month follow-up visit, the construct was stable. At the three month follow-up visit, it was noted there was a screw breakage at the l3 screw between the cortical and cancellous bone. No further info is available at the time of this report.